Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. According to additional information obtained by the institution, the device did not present any visual damage at the time of use and the fractured wire was isolated in the guide catheter and did not require rescue with an additional device. No physical product investigation was possible as the device was not returned for analysis. Volcano has been unsuccessful in obtaining additional information as to what point in the procedure the device separated, whether the separation occurred inside or outside the patient's body, or the conditions in which the device was used. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints.

Event description:
It was originally reported the 8185j wire fractured in the middle with source document to follow. The source document stated a wire broke during the procedure and another wire was used for the completion of the case. The patient had no complications during the procedure. There was no patient injury. All reasonably known patient information is included in this report.